Event description:
According to the reporter, post-operatively, it was reported that the led of the devices are faulty and clip doesn't work well when fired. No patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one endo clip* iii 5mm clip applier w/ hemostay clip m/l. The instrument was received with sixteen remaining clips. The instrument was applied to test media and all clips were fired. The clips loaded into the jaws, formed properly, and remained securely attached to test media. The jaws opened and closed without difficulty. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The instrument handle was disassembled for visualization of internal components, revealing a proper handle assembly. Inspection of the counter housing revealed there was particulate matter within the counter contact area, preventing activation of the counter. The particulate matter was removed, after which the counter energized and functioned normally. The clip formation complaint was not confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, it was reported that the led of the devices is faulty and the clip doesn't work well when fired. There was no patient involvement.